Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the pt was to have the intra-aortic balloon (iab) removed today ((B)(6) 2009) and the pump was on 1:2. At 12 noon the pump stopped and the machine began to alarm. The alarms listed were possible tubing kink, balloon kinked or balloon twisted. The tubing was examined and nothing helped to restart the balloon. The balloon pump was disconnected and the catheter removed from the pt. The balloon catheter was examined and no apparent holes, kinks or other issue were noted.